Event description:
It was reported that "starts out running at a slow rate and then just runs at full speed, they seem to lose the ability to control the flow rate."

Manufacturer narrative:
Retrospective review indicates that this is a reportable event. As soon as this was noted, a report was filed.